Event description:
It was further reported that there was continued intermittent oversensing during atrial pacing and the right ventricular (rv) pacing impedance was fluctuating. The cause of the problem was a loose connection in the header. The pocket was opened and the rv lead was reinserted in the header. The device and lead remain in use.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and the patient's electrograms were showing cross-talk of ventricular oversensing after atrial pacing. It was also reported that the atrial lead threshold was high. Additionally, a lead integrity alert (lia) was triggered. The atrial output and ventricular sensing were reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Five lead failure predictor episodes of less than 220 milliseconds v-v cycle are recorded on (B)(4) 2013. The lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for abnormal lead impedance and v-sic. The max ventricular pace impedance rises from an approximate baseline of 500 ohm to over 1500 ohm the week ending (B)(4) 2013. (B)(4).